Manufacturer narrative:
Correction information section h.6. The recipient is reportedly not experiencing extrusion. The recipient is reportedly experiencing electrode migration. Revision surgery has been scheduled. Per the request of the nca, a review of the device history record was performed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced performance issues due to electrode migration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. Corrected information: section h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A CT scan has confirmed that the recipient is reportedly experiencing electrode extrusion. Device testing is within normal limits. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.